Event description:
It was reported that the right ventricular (rv) lead was explanted due to high threshold values. Subsequently physician tried to implant a new lead as left bundle branch, however the helix was not able to retract when removing the rv lead. The rv lead was explanted while helix was extended. No additional patient adverse effects were reported.